Event description:
See initial report.

Manufacturer narrative:
H11: the involved unit was returned to livanova for further analysis which confirmed the same results of the investigation performed by the assembler. The vanguard unit is intended to work in positive pressure solely: in this circumstance, air may enter in the device only if the umbrella valve is not working properly. In this regard, no damage nor misplacement of the umbrella valve from its housing was identified on the complained unit when visually inspected. A crack on the top side welding area of the device was also noticed. A de-priming test with dye solution was simulated without applying any negative pressure to the device. When the methylene blue reached the cracked region at the top, blue droplets leaked out from this area and no sudden drop in the fill volume of the unit was reproduced. In presence of a crack, a fluid leak is generated with positive working pressure conditions while an air intake shows up with negative working pressure conditions. Based on the investigation findings, no de-priming issue was reproduced on the complained device if tested according to its intended use (i.e. Exposed to positive pressure working conditions) considering the evidence collected by the assembler, the root cause of the air intake experienced by the customer was not assigned to any failure of the umbrella valve but was rather related to an off-label use of the product since negative pressure was applied to the device this allowing the air to penetrate into the device through the cracked area at the top. Therefore, based on the investigation's results, the event has been re-assessed as not reportable due to off-label use by customer; indeed, no device malfunction has been confirmed. For what concerns instead the crack also found during device's inspection, as per livanova manufacturing procedure of vanguard units, the coupling between the lid and the body of air chamber is performed through ultrasonic welding assembly and, after that, water and air leak-testing checks are carried out to verify the sealing of the device. No deviations were recorded for the complained device which was released as conform according to specifications. Taking into account the above facts, the reported loss of the structural integrity of the device reasonably resulted from an accidental rough handling of the part. However, it is not possible to clearly determine if the damage occurred in manufacturing line after quality check execution (livanova manufacturing damage in mirandola plant), during the assembly operations of the perfusion tubing system (assembler facility) or during the shipping/transportation phase after product release (transportation damage).

Manufacturer narrative:
There was no patient involvement. The complained bcd vanguard is a non sterile component sold to an assembler in japan. The expiration date of the sterile component is unknown. The complained bcd vanguard (catalog number 050228j) is not distributed in the USA, therefore the UDI is not applicable. The product item 050228j is not distributed in the USA, and it is similar to the bcd vanguard item 050228, which is distributed in the USA (510(k) number: k934847). The complained bcd vanguard is a non sterile component sold to an assembler in japan. The manufacturing date of the sterile device is unknown. H.10. Sorin group italy manufactures the bcd vanguard. The incident occurred in tokyo, japan. The cardioplegia heat exchanger was assembled by a japanese sterile circuit assembler and was tested by the assembler. Their test confirmed air intake. In addition, it was found the presence of a crack near the top corner of the bcd vanguard. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italy has received a report that when the clamp on the outlet of bcd vanguard cardioplegia heat exchanger was released in order to prime the aspiration line, the fluid level in the unit was lowered and probably air intake occurred. The affected unit was changed out with a new one. The issue occurred after priming phase, following connection of the aspiration line to the unit. There was no patient involvement.